Manufacturer narrative:
After further review of additional information received the following sections g4 (PMA/510k), g7, h2 (if follow-up, what type), and h6 have been updated accordingly. This was a shunt percutaneous transluminal angioplasty (pta) case, a powerflex extreme 6 x 4 x 80cm was inserted from the subclavian artery; however, it ruptured at two atmospheres. The target lesion was the forearm. The device was replaced with a new powerflex extreme of the same size which could not cross the lesion. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot: 17735429 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, with the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. Vessel characteristics and procedural factors may have contributed to the reported event. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17735429 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6 x 4 80 cm powerflex extreme balloon was inserted from the subclavian artery, however, it ruptured at two atmospheres (2 atm). The device was replaced with a new powerflex extreme of the same size which could not cross the lesion. There was no reported patient injury. This procedure was for a shunt case. The target lesion was the forearm lesion. The devices will not be returned as they were discarded by the hospital.